Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to an infection (unspecified). The patient was admitted to the hospital with sepsis. Additionally, the patient required a pd catheter (not a fresenius product) reposition. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 (symptoms not provided). The patient was admitted with a diagnosis of pd catheter malfunction, hypoglycemia (glucose in the 30s), and an adnexal mass. The cause of the hypoglycemia was not provided. The patient was initiated on antibiotic therapy (drug, dose, frequency, and duration unknown). After the initiation of the antibiotic therapy, the patient had pd cultures drawn due to abdominal pain. The patient was subsequently diagnosed with peritonitis and sepsis. The patient was initiated on vancomycin and ceftazidime (route, dose, frequency, and duration unknown) for the peritonitis. The cultures were negative for growth after three days. The polymorphonuclear cells were 82%. The patient underwent a pd catheter revision during the hospitalization due to the diagnosis of malfunction. The patient completed hemodialysis during the hospitalization. The patient was discharged on (B)(6) 2025. No additional information was provided. No cause of the peritonitis was provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized due to an infection (unspecified). The patient was admitted to the hospital with sepsis. Additionally, the patient required a pd catheter (not a fresenius product) reposition. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 (symptoms not provided). The patient was admitted with a diagnosis of pd catheter malfunction, hypoglycemia (glucose in the 30s), and an adnexal mass. The cause of the hypoglycemia was not provided. The patient was initiated on antibiotic therapy (drug, dose, frequency, and duration unknown). After the initiation of the antibiotic therapy, the patient had pd cultures drawn due to abdominal pain. The patient was subsequently diagnosed with peritonitis and sepsis. The patient was initiated on vancomycin and ceftazidime (route, dose, frequency, and duration unknown) for the peritonitis. The cultures were negative for growth after three days. The polymorphonuclear cells were 82%. The patient underwent a pd catheter revision during the hospitalization due to the diagnosis of malfunction. The patient completed hemodialysis during the hospitalization. The patient was discharged on (B)(6) 2025. No additional information was provided. No cause of the peritonitis was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy and the utilization of the liberty select cycler and liberty cycler set and the patient event of peritonitis with sepsis. However, there is no documentation to show a causal relationship between the use of the liberty select cycler and cycler set and the event of peritonitis and sepsis. Additionally, there was no allegation of a device malfunction, deficiency, or defect reported for the event. The patient¿s pd cultures resulted negative for growth; however, the samples were obtained after the patient was initiated on antibiotic therapy. Potential causes of culture-negative cases are antibiotic administration prior to peritoneal fluid cultures. The cause of the peritonitis event was not provided. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Additionally, it was not reported if the sepsis originated from the peritonitis diagnosis or if the patient¿s adnexal mass had caused infection resulting in the sepsis diagnosis. Based on the available information and no allegation or evidence of malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis and sepsis. The cause of the patient¿s hypoglycemia was not provided, although it is known that infection can have an effect on a patient¿s blood sugar. In end-stage renal disease (esrd) patients with diabetic hypoglycemia, reassessment of hypoglycemic therapy, optimization of nutrition, and search for concomitant conditions that may cause low blood glucose such as infections and adrenal insufficiency is imperative. The pd catheter malfunction and the adnexal mass are not related to the use of any fresenius product(s).